Manufacturer narrative:
(B)(4). Concomitant medical products: 110003452 ¿ g7 inserter threaded shaft ¿ unknown lot. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08954.

Event description:
It was reported that during a surgery, the inside of the impactor was sticking out after impacting the cup to the outside-setting instrument. The instrument was unable to disassembled or cleaned. Surgery was completed with another instrument. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Upon visual inspection, the threaded shaft is stuck inside the inserter and could not be removed. There are impact marks on the strike plate indicating the use of the product. The outer shaft of the product was damaged which could have caused the inner shaft to get stuck inside. The shaft inside of the inserter was further inspected. It was found that even with the appropriate hex size no movement could be made to remove the part. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.